Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "the patient status was post thrombectomy. Patient's groin site initially looked fine with dressing clean, dry, and intact. The groin site was soft and flat all morning. Physical therapy/occupational therapy worked with the patient at least 4 hours out from procedure, took the patient on a walk then sat her down in the chair for breakfast. The patient was eating breakfast in the chair when she felt a sharp pain in her groin site and then burning. The nurse went in to assess the site after the patient called about it and found the site to be hard and swollen. The doctor was paged about the hematoma, patient was put back into the bed lying flat. The nurse held pressure for about 15 minutes until the hematoma looked resolved and the site was redressed. Computed tomography (CT) angiography of abdomen and pelvis was obtained per doctor. Pseudoaneurysm. CT negative and patient was discharged home." Additional information received (B)(6) 2021: the sheath size used during the procedure was an 8fr. A pre-deployment angiogram was performed.

Manufacturer narrative:
Explanted date: device was not explanted. Occupation: project manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. Terumo tmc performed a maude search on (B)(6) 2021. Report number (B)(4) was found and was confirmed to be the same reported event; therefore, the maude report has been provided.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section d3, section g1 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).